Event description:
It was reported that the ultamet 58x40 metal liner, and 40x1.5 head was removed and replaced with poly liner and new head. Metalosis. Complaint number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).